Event description:
The manufacturer received information alleging the user dreamstation auto bipap reports a rattling noise was generated from the CPAP and white powder came out of the device then entered the patient's mouth. The patient reports it hurt burn like pain and did not visit a medical institution at the time. The pollen filter, mask and circuit were washed before being collected. Additional information was received from the patient reporting they visited an on-duty doctor (ent) on (B)(6) and was prescribed anti-inflammatory medication, as the doctor could not determine the cause. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the user dreamstation auto bipap reports a rattling noise was generated from the CPAP and white powder came out of the device then entered the patient's mouth. The patient reports it hurt burn like pain and did not visit a medical institution at the time. The pollen filter, mask and circuit were washed before being collected. Additional information was received from the patient reporting they visited an on-duty doctor (ent) on 04/06 and was prescribed anti-inflammatory medication, as the doctor could not determine the cause. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation auto bipap was returned to the service center for evaluation, and the customer¿s complaint of rattling sound being generated was not confirmed. The customer's complaint that white powder comes out at starting delivery of airflow was confirmed. It was determined that water entered the inside of the device and evaporated, leaving behind the white powder. In conclusion, the device's blower, blower box, blower outlet seal, blower upper cap, blower isolator, flow sensor seal, pressure sensor seal, pollen filter, rear panel, ui panel, upper enclosure, bottom enclosure, sd cover flip door, dc power cable, dc jack color insert and therapy pca were replaced to address the issue. The device was tested and passed all final testing. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.